Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer changed the pump to 100% battery life, but later noted that the gauge would read 5% then jump back to 100%. The display then remained at 5% and the pump would not charge despite attempting different power sources and different cables. The customer's blood glucose level was impacted (elevated).